Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event logs 11, 224, and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. An extended investigation was performed and the device was returned because customer stating that they were receiving low glucose readings from their sensor. Further investigation was conducted and sensor has not been de-cased. A visual inspection was performed on the returned sensor using a microscope and no issues were observed. The observation of dent in the sensor casing was not confirmed. Furthermore, the sensor was successfully de-cased and its printed circuit board assembly (pcba) was visually inspected under microscope and no anomalies were found. The returned puck was successfully scanned on the evaluation module (evm). A source measurement unit (smu) test was performed to check the functionality of the returned puck and check the accuracy of the puck's readings. It was observed that the puck transitioned to state 4 (active paired), indicating that it had entered a normal operational mode and was fully functional. The puck¿s electrical currents were measured and were found to be within specification, confirming the absence of accuracy issues. Additionally, a poise voltage test was within specification, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. Temperature testing was performed and the temperature difference between the puck temperature and room temperature was within specification, indicating that the puck's thermistor was fully functional. The reported field event of the sensor providing low readings was not confirmed. The returned sensor passed all accuracy testing, and no evidence of product malfunction was observed during the investigation. Since no evidence of product malfunction was identified, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 51.00 mg/dl compared to readings of 248.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 51.00 mg/dl compared to readings of 248.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.